Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / my insides feels like they are being tied in knots") and uterine haemorrhage ("heavy bleeding/abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2015, the patient experienced back pain ("lower back pain/ lower back pain that radiated down both her legs"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), migraine ("extreme migraines/ migraine headache"), abdominal distension ("bloating, swelling"), pain in extremity ("leg pain"), dysmenorrhoea ("painful periods"), menorrhagia ("bleeding heavily and for weeks with periods/ heavy and painful menstrual cycles") and dyspareunia ("painful sexuai intercourse"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, uterine haemorrhage, migraine, abdominal distension, back pain, pain in extremity, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pain in extremity and uterine haemorrhage to be related to essure. The reporter commented: plaintiff underwent a robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, left, 15 ureterolysis, right ovarian cystectomy, lysis of adhesions and cystocopy. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect confirmed. Therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case classification changed to potential legal and event, painful sexual intercourse added. Robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, left ureterolysis, right ovarian cystectomy, lysis of adhesions and cystoscopy was reported. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / my insides feels like they are being tied in knots / abdominal pain (constant and severe)"), uterine haemorrhage ("heavy bleeding/abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding") in a 41-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1992, (B)(6) 2011 and (B)(6) 2012), premature delivery, asthma, uterine fibroids, endometriosis, myomectomy, tubal ligation, gestational hypertension, vaginal disorder and ovarian cystectomy. She denied alcohol and nicotine use. Concurrent conditions included morbid obesity, scar, dyspareunia, night sweats, headache, dizziness, numbness, tingling, discomfort, latex allergy, dysmenorrhea and hemorrhagic cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as ibuprofen from 2015 to 2016, loratadine since 2012, norethisterone acetate (aygestin) and salbutamol sulfate (proair hfa) since 2012. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain/ lower back pain that radiated down both her legs"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain / pelvic pain (constant and severe)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), migraine ("extreme migraines/ migraine headache"), abdominal distension ("bloating, swelling"), pain in extremity ("leg pain"), dysmenorrhoea ("painful periods"), menorrhagia ("bleeding heavily and for weeks with periods/ heavy and painful menstrual cycles / menorrhagia") and dyspareunia ("painful sexuai intercourse"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, uterine haemorrhage, genital haemorrhage, migraine, abdominal distension, back pain, pain in extremity, dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage, female sexual dysfunction and fatigue outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, left 15 ureterolysis, right ovarian cystectomy, lysis of adhesions and cystocopy current weight: 200 lbs. Mr- left side - one coil protruding from the os, patient tolerated insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.5 kg/sqm. Hysterosalpingogram - in 2012: unilateral occlusion (right tube occluded) (B)(6) 2016 : surgical pathology report : gross description: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy fallopian tubes, bilateral: fallopian tubes and fimbriae with no significant pathologic abnormality adnexa: attached left fimbriated fallopian tube and detached right fimbriated fallopian tube right fallopian tube- measurement: 4.7 cm long x 0.5 cm in diameter other findings: the tube is unremarkable. Left fallopian tube- measurement: 5.6 cm long x 0.5 cm in diameter other findings: the tube is unremarkable. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, female sexual dysfunction, pelvic pain(confirming pelvic pain), genital haemorrhage, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058763) on 12-jan-2016. The most recent information was received on 02-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / my insides feels like they are being tied in knots / abdominal pain (constant and severe)"), uterine haemorrhage ("heavy bleeding/abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1992, (B)(6) 2011 and (B)(6) 2012), premature delivery, asthma, uterine fibroids, endometriosis, myomectomy, tubal ligation, gestational hypertension, vaginal disorder and ovarian cystectomy. She denied alcohol and nicotine use. Concurrent conditions included obesity, scar, dyspareunia, night sweats, headache, dizziness, numbness, tingling, discomfort, latex allergy, dysmenorrhea and hemorrhagic cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as ibuprofen from 2015 to 2016, loratadine since 2012, norethisterone acetate (aygestin) and salbutamol sulfate (proair hfa) since 2012. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain/ lower back pain that radiated down both her legs"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain / pelvic pain (constant and severe)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), migraine ("extreme migraines/ migraine headache"), abdominal distension ("bloating, swelling"), pain in extremity ("leg pain"), dysmenorrhoea ("painful periods"), menorrhagia ("bleeding heavily and for weeks with periods/ heavy and painful menstrual cycles / menorrhagia") and dyspareunia ("painful sexuai intercourse"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, uterine haemorrhage, genital haemorrhage, migraine, abdominal distension, back pain, pain in extremity, dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage, female sexual dysfunction and fatigue outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, left 15 ureterolysis, right ovarian cystectomy, lysis of adhesions and cystocopy current weight: (B)(6) lbs. Mr- left side - one coil protruding from the os, patient tolerated insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.5 kg/sqm. Hysterosalpingogram - in 2012: unilateral occlusion (right tube occluded) (B)(6) 2016 : surgical pathology report : gross description: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy fallopian tubes, bilateral: fallopian tubes and fimbriae with no significant pathologic abnormality adnexa: attached left fimbriated fallopian tube and detached right fimbriated fallopian tube right fallopian tube- measurement: 4.7 cm long x 0.5 cm in diameter other findings: the tube is unremarkable. Left fallopian tube- measurement: 5.6 cm long x 0.5 cm in diameter other findings: the tube is unremarkable. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, female sexual dysfunction, pelvic pain(confirming pelvic pain), genital haemorrhage, fatigue. Most recent follow-up information incorporated above includes: on 2-feb-2018: events- "vaginal bleeding, apareunia (inability to have sexual intercourse), pelvic pain (constant and severe), abnormal bleeding, fatigue", reporter, lot number, historical condition, patient information, concomittant drug added from pfs. Historical condition, concomittant condition, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 12-jan-2016. The most recent information was received on 16-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / my insides feels like they are being tied in knots / abdominal pain (constant and severe)'), uterine haemorrhage ('heavy bleeding/abnormal uterine bleeding') and genital haemorrhage ('abnormal bleeding') in a 41-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6)1992, (B)(6)2011 and (B)(6)2012), premature delivery, asthma, uterine fibroids, endometriosis, myomectomy, tubal ligation, gestational hypertension, vaginal disorder and ovarian cystectomy. She denied alcohol and nicotine use. Concurrent conditions included morbid obesity, scar, dyspareunia, night sweats, headache, dizziness, numbness, tingling, discomfort, latex allergy, dysmenorrhea and hemorrhagic cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as ibuprofen from 2015 to 2016, loratadine since 2012, norethisterone acetate (aygestin) and salbutamol sulfate (proair hfa) since 2012. On (B)(6)2012, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain/ lower back pain that radiated down both her legs"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain / pelvic pain (constant and severe)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), migraine ("extreme migraines/ migraine headache"), abdominal distension ("bloating, swelling"), pain in extremity ("leg pain"), dysmenorrhoea ("painful periods"), menorrhagia ("bleeding heavily and for weeks with periods/ heavy and painful menstrual cycles / menorrhagia") and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (on (B)(6)2016, plaintiff underwent laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, back pain, pain in extremity and pelvic pain had resolved and the uterine haemorrhage, genital haemorrhage, migraine, abdominal distension, dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage, female sexual dysfunction and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, left 15 ureterolysis, right ovarian cystectomy, lysis of adhesions and cystocopy current weight: 200 lbs mr- left side - one coil protruding from the os, patient tolerated insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.5 kg/sqm. Hysterosalpingogram - in 2012: results: unilateral occlusion (right tube occluded). (B)(6)2016 : surgical pathology report : gross description: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy fallopian tubes, bilateral: fallopian tubes and fimbriae with no significant pathologic abnormality adnexa: attached left fimbriated fallopian tube and detached right fimbriated fallopian tube right fallopian tube- measurement: 4.7 cm long x 0.5 cm in diameter other findings: the tube is unremarkable. Left fallopian tube- measurement: 5.6 cm long x 0.5 cm in diameter other findings: the tube is unremarkable. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, female sexual dysfunction, pelvic pain(confirming pelvic pain), genital haemorrhage, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received : events outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058763) on 12-jan-2016. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / my insides feels like they are being tied in knots / abdominal pain (constant and severe)') in a 41-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1992, (B)(6) 2011 and (B)(6) 2012), premature delivery, asthma, uterine fibroids, endometriosis, myomectomy, tubal ligation, gestational hypertension, vaginal disorder and ovarian cystectomy. She denied alcohol and nicotine use. Concurrent conditions included morbid obesity, scar, dyspareunia, night sweats, headache, dizziness, numbness, tingling, discomfort, latex allergy, dysmenorrhea and hemorrhagic cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as ibuprofen from 2015 to 2016, loratadine since 2012, norethisterone acetate (aygestin) and salbutamol sulfate (proair hfa) since 2012. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage ("abnormal bleeding"), back pain ("lower back pain/ lower back pain that radiated down both her legs"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain / pelvic pain (constant and severe)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("heavy bleeding/abnormal uterine bleeding"), migraine ("extreme migraines/ migraine headache"), abdominal distension ("bloating, swelling"), pain in extremity ("leg pain"), dysmenorrhoea ("painful periods"), menorrhagia ("bleeding heavily and for weeks with periods/ heavy and painful menstrual cycles / menorrhagia"), dyspareunia ("painful sexuai intercourse"), nausea ("nausea") and adnexa uteri pain ("fallopian tube pain"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, pain in extremity and pelvic pain had resolved and the uterine haemorrhage, genital haemorrhage, migraine, abdominal distension, dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage, female sexual dysfunction, fatigue, nausea and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, left 15 ureterolysis, right ovarian cystectomy, lysis of adhesions and cystocopy current weight: 200 lbs mr- left side - one coil protruding from the os, patient tolerated insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.5 kg/sqm. Hysterosalpingogram - in 2012: results: unilateral occlusion (right tube occluded). (B)(6) 2016 : surgical pathology report : gross description: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy fallopian tubes, bilateral: fallopian tubes and fimbriae with no significant pathologic abnormality adnexa: attached left fimbriated fallopian tube and detached right fimbriated fallopian tube right fallopian tube- measurement: 4.7 cm long x 0.5 cm in diameter other findings: the tube is unremarkable. Left fallopian tube- measurement: 5.6 cm long x 0.5 cm in diameter other findings: the tube is unremarkable. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, female sexual dysfunction, pelvic pain(confirming pelvic pain), genital haemorrhage, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: reporter added. Event "nausea" & "fallopian tube pain " added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.